Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The customer's blood glucose level was 450 mg/dl. The insulin pump did not deliver insulin for a whole day and he/she did not receive any alarm. In the alarm history a no delivery alarm approximately four hours prior to hospitalization was found. The customer was admitted to the hospital for high blood glucose levels and a diabetic ketoacidosis. He/she was in intensive care unit, receiving insulin via intravenous infusion. The customer was wearing his/her insulin pump. The product was not returned. Nothing further to report.